Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the water-tightness is lost, and the coupler rattles. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the endoscopic definition is not usual due to a cable deformation, the damage to the cable caused the poor water-tightness of the cable unit, and the coupler rattles because the camera unit is loosened. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had camera head is attached to the optics eyepiece, probably a loose attachment mechanism on the camera head. There were no reports of patient harm.